Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the problem could not be identified, however it is likely that ¿the image does not appear¿ occurred due to corrosion of the scope socket. In addition, "light-emitting diode of the front panel is blinking¿ occurred due to failure of the main board. Olympus could not determine the cause of failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to corrosion of the scope socket, and the scope socket was found to be immersed and corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis lucera elite xenon light source occasionally gave no image when connected to olympus 290 series scopes and the identification (ID) information was shown at the left of the screen. The light source was working well when connected to olympus 260 series scopes. The procedure was completed with the device. No patient injury was reported.